Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: during investigation, visible moisture corrosion was found in the battery compartment. The battery compartment was cracked at the top left corner and lower left corner of the grip pad. A leak test was performed and failed due to a battery compartment crack. The pump was opened to find no moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 01/30/2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue; battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.